Manufacturer narrative:
Result: timing link, foot board modules, siderail panels, siderail release, IV pole.

Event description:
It was reported by service report that none of the footboard scale options worked , the siderail did not lock in place, the IV poles were broken, and the siderail panels were cracked enough to allow fluid ingress. No pt involvement or adverse consequences are reported.